Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a cs 064-0008 call service alarm. Only a portion of the black box could be downloaded for review. During a visual inspection of the pump, moisture was observed behind the pump display lens. A leak test was performed and confirmed a display lens leak. The pump was powered on with audible tones and vibration; however, the display screen remained blank. A duplicated call service alarm could not be verified due to the blank screen. The pump case was removed and evidence of moisture ingress was found on all internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.